Event description:
The reporter stated that the results of a survey of the distributor's sales staff showed that there concerns that the anterior cervical fixation sys screws were backing out, even though the surgeon thought that they were locked. No specific product catalog number was provided. The distributor had no complaint details or product quantities involved, or dates of events. The distributor had no info related to any adverse events.

Manufacturer narrative:
There is no failure analysis possible as this is an anecdotal complaint and not related to a specific surgery. This issue is generally related to over angulation on the varible screws such that the snap ring does not engage in the locking area. Also not seating the screw fully can cause backing out. No corrective action is required at this time. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.